Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that flashes of light came from the fenestrated bipolar forceps (fbf) instrument. There was not much tissue effect when applying bipolar energy. Inspection of the instrument outside the body showed that the plastic around the fbf instrument jaws was completely melted. The bipolar settings on the e200 generator was 65w, macro. There was no additional information provided.

Manufacturer narrative:
Correction: section d updated with the received instrument information. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument failed the electrical continuity test. The complaint regarding plastic around the jaws was melted was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument did not coagulate properly and there was no injury to the patient. A backup instrument was used to complete the procedure.

Event description:
Refer to h11 for follow-up information.